Event description:
It was reported that the patient complained of pocket stimulation, syncope and presyncopal episodes. Several ventricular high rate episodes, high bipolar lead impedance and rising/high thresholds were also observed. In addition, oversensing and noise were observed. The patient had underlying chronic atrial fibrillation and ventricular pauses. Most of the observations seemed to suggest lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data, and high resistance/impedance was noted. The device reported 348 high impedance paces recorded on ventricular lead post lead warning recorded on (B)(6) 2010. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - high resistance/impedance (B)(4), 348 high impedance paces recorded on ventricular lead post lead warning recorded on (B)(6) 2010.